Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The vig2e monitor was returned for evaluation. The reported issue, that the cardiac output values were too high and the monitor turned itself off, were not confirmed by the evaluation. The monitor will be returned to the customer. The device history record was reviewed; no related non-conformances were found. There is no escalation is required. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Cardiac output readings should correlate with the patient¿s clinical manifestations. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The product was returned for analysis; however, it has not yet been evaluated. Upon completion of the product evaluation, a supplemental report will be sent with the investigation results as well as the device history record. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, before use with a patient using this vigilance ii monitor, the co values were sometimes too high. The values provided were ~6.4l /7.0l, whereas, the expected values should have been in the normal range of ~3.0l/3.2l according to the patient's condition. The values were not compared to any other source; it was only the doctor's judgement. The patient was not treated according to the suspected incorrect values. There were no error messages displayed. It was also reported that the device sometimes turned off and that a knob was missing. There was no allegation of patient injury. The patient demographics were not available. The device is available for evaluation.